Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized prior to the event onset due to another indication however, it was not reported if the patient was hospitalized for the peritonitis event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, per bag, intraperitoneal, ongoing, frequency and duration were not reported), amikacin injection (150mg, per bag, intraperitoneal, ongoing, frequency not reported) and meropenem injection (250mg, per bag, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.